Event description:
Ous MDR - after an implantation time of about 24 months, oversensing without shock deliveries was reported. During the revision, the physician suspected subclavian crush syndrome. Lead and ICD were explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
After its receipt, the returned ICD first underwent a status interrogation. The device status was mol1, 37 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference in the ventricular channel as well as in the far-field channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The anti bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.